Manufacturer narrative:
Timing link arm.

Event description:
It was reported by service report that the patient right head siderail won't lock in the upright position. No patient involvement or adverse consequences are reported.